Manufacturer narrative:
H6 coding has been updated to better reflect previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Event description:
Information was received from a manufacturer representative (rep) and patient (pt) regarding the pt with an implantable neurostimulator (ins). It was reported that in (B)(6) 2025 pt had a blood clot and had a 10hr surgery with stents being placed and was temporarily paralyzed following that. That has since resolved. Surgeon for that surgery was trying to blame the spinal cord stimulator (scs) device at that time. Additional information was received from the rep that they became aware of the blood clot/surgery/stents on (B)(6) 2025. Rep reports they have no further information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.